Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm after suspending pump. Customer's blood glucose was 120 mg/dl. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.